Event description:
It was reported that the lv lead was extracted since was "not helping in the current location with av optimization and heart sychronization." Also reported was that the rv lead had dislodged and was successfully repositioned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lv lead was extracted since was "not helping in the current location with av optimization and heart synchronization." Also reported was that the rv lead had dislodged and was successfully repositioned. No patient complications were reported as a result of this event. It was further reported that the rv lead had impedance changes. The lead was capped and replaced with a new lead. The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification. This patient is part of the sls postmarket study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.